Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. No serial/lot number was provided, therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A risk review was completed and confirmed that the event of perforation, cardiac was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient arrythmia. The device delivered anti-tachycardia pacing (atp) and two shocks to convert the patient. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient arrythmia. The device delivered anti-tachycardia pacing (atp) and two shocks to convert the patient. This ICD remains in service. No additional adverse patient effects were reported.